Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the cardiac resynchronization therapy defibrillator (crt-d) with this right ventricular (rv) lead exhibited high, out-of-range (oor), shocking lead impedance measurements of more than 125 ohms. A review of the remote monitoring system data also indicated an increase in the rv and left ventricular (lv) pacing lead impedance measurements. Boston scientific technical services (ts) discussed possible causes and provided troubleshooting steps. Pocket manipulation and isometrics were done however no noise was observed and impedances were the same as the recent reading. The patient was just recently coming out of the hospital and had been admitted for heart failure symptoms. Ts discussed that the patient condition could not be ruled out as the cause of higher impedance measurement specifically on the rv coil. Additional information was received indicating that the cause of the increase in impedance was not conclusively determined. At this time no intervention has been performed to resolve the issue. The patient will be monitored continuously. No adverse patient effects were reported. The system remains in service.

Manufacturer narrative:
This product was subsequently explanted for an unspecified reason and was returned. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the returned proximal segment was performed. Visual inspection revealed the lead had been severed approximately 9.7cm from the terminal pin. Resistance testing was performed which confirmed the electrical continuity of the lead segment.